Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported pump did not power on when key was inserted and the load set did not appear on the screen when the door was opened. The cause was determined during a visual inspection to be the upper latch switch was found to stick. The upper auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not power on when key was inserted and the load set did not appear on the screen when the door was opened. There was no patient involvement. No additional information is available.